Event description:
A pt of unk age and gender presented for a percutaneous transluminal angioplasty procedure. After successfully inflating and deflating the pta balloon the treating physician attempted to remove the balloon from the pt through the insertion site. While in the process of removing the balloon catheter, the balloon detached from the catheter shaft at the point where the balloon and catheter are bonded, leaving the balloon in pt. The physician was able to successfully retrieve the balloon with the snare device. There was no report of harm or injury to the pt due to this product problem. The procedure was completed with this device.

Manufacturer narrative:
A review of the lot history record was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was available to be returned to the MFR for eval. To date the device has yet to be returned. Efforts are being made by the firm to obtain the device for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. The instructions for use lists the following precaution: "if resistance is felt upon removal, then the balloon, guidewire and sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the blood catheter and sheath as a unit and withdrawing both together, using a gentile twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated." (B)(4).